Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the implantable pulse generator (ipg) is not working and it exhibited no capture. The ipg remains in use. No further patient complications have been reported as a result of this event.